Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On the 2018-nov-30 it was reported to arjo that an incident occurred with the involvement of maxi twin lift and the toilet clip sling in the (B)(6) UK. It was reported that during middle phase of transfer, the buckle of the support belt broke. As the consequence, the patient slipped sideward, fell from the sling and hit the floor with head. It was notified that resident was diagnosed with fractured neck/back and gash to lower left leg. The hospitalization was needed. After this incident there was a device evaluation made by arjo technician. The visual and functional evaluation of lift showed that it was fully functional and in good condition. There were no signs of excessive wear. The lift was serviced by the third party service provider. The last service was carried out on 20 jun 2018. The visual evaluation of sling showed that it was in poor condition (worn fabric and label). The sling's label was faded but the manufacturing date was visible. The sling was manufactured in july 2002. Based on that, it can be concluded that it was for about 16 years. Based on the information gathered, the last inspection of the sling was conducted on 20 jun 2018 by the third service provider. The instructions for use (04.kt.00_8us.ca jun 2012) for maxi twin lift includes information about proper lifting process and warnings: "to avoid malfunction resulting in injury, make sure to conduct regular inspections and follow the recommended maintenance schedule. In some cases due to heavy use of the product and exposure to aggressive environment more frequent inspections should be carried out." It is also stated that visually checks of the sling should be made every day as a part of preventive maintenance schedule. "Visually check the slings. Check for any fraying, holes, cuts, loose stitching and damaged plastic clips. If the sling is found damaged in any way, take out of use immediately and replace sling." Based on the instruction for use provided with each arjo device, in case of any doubts about sling safety and there are visible signs of fraying, tearing and damage it should not be used. All gathered information lead us to the conclusion that the regular use of the sling for several years has led to wear of the buckle which in the result broke during the transfer. In this case we can state that there was a normal wear of the product could contribute to the event. It should be emphasized that if all recommendations and procedure regarding the sling's inspection are followed, the possibility of any hazardous situation is minimized. To conclude, the system - clip sling and passive floor lift was used for the patient's care and in that way contributed to the alleged event. No defect has been found within the lift that could cause or contribute to the event however, the sling was worn and from that perspective, the system did not meet the manufacturer's specification. The complaint was decided to be reportable due to serious injuries sustained by patient.

Event description:
On the 2018-nov-30 it was reported to arjo that an incident occurred with the involvement of maxi twin lift and the toilet clip sling in the (B)(6) care home, (B)(6). It was reported that during middle phase of transfer, the buckle of the support belt broke. As the consequence, the patient slipped sideward, fell from the sling and hit the floor with head. It was notified that resident was diagnosed with fractured neck/back and gash to lower left leg. The hospitalization was needed.